Event description:
No additional information was received.

Manufacturer narrative:
Investigation findings items returned for investigation: stent, pusher, introducer items not returned for investigation: microcatheter the stent was returned loaded in the introducer. The stent was advanced into an in-house microcatheter for investigation was able to fully open upon deployment. The stent body od is specified at 4.5mm (+/-0.3) and the stent measured within specification upon deployment. Investigation conclusion the investigation of the returned stent system found the stent returned loaded in the introducer. Replication testing was performed and found the stent was able to successfully advance through an in-house microcatheter and fully open upon deployment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue of partial opening and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the internal carotid artery c4 segment was 4.6x3.8 in size and 4.2 in neck width. The patient's distal vessel was 3.8 and the proximal vessel was 5.3. Used a long sheath and 6-115 sofia, the fred stent and headway 27 microcatheter was in place and ready to release the stent. After the stent was partially released, found the position of the stent was too low to cover the neck of the aneurysm completely. Removed the stent, repositioned and released it. The head section of the stent opened well, but the rest of the fred stent open partially. After repeated retrieval and release, the stent still failed to fully open. Replaced it with a stent 5.5x26 and release it smoothly, procedure completed with no patient health impact. Patient status is noted as ¿normal¿ . Physician and patient information is redacted.